Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer did not remove residual air from the cartridge during the load process. Customer reloaded the cartridge to resolve the issue. There was no adverse effect to customer's blood glucose level.